Manufacturer narrative:
The device was returned. Based on the overall information, the returned device analysis could not replicate the reported difficult gripper actuation and clip actuation issues as the device functioned as expected during the testing. The reported difficult to remove could not be replicated in the testing environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this issue. Additionally, a review of the complaint history identified no other complaints reported from this lot. All available information was investigated and a definitive cause for the reported difficult gripper actuation could not be determined in this complaint; however, the observed bent gripper arm was likely an outcome of procedural circumstance/troubleshooting process. The reported difficult to remove appears to be due to procedural circumstances which then cascaded into the reported clip actuation issues. The tissue damage was due difficulty removing the device due to chordal interaction. The reported patient effect of mitral valve tissue damage is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedure there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The third clip referenced is filed under a separate medwatch report number.

Event description:
This is filed to report clip actuation issue, clip caught on chordae and tissue damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade 4. The first clip delivery system (cds) (00220u485) was advanced to the mitral valve and grasping was performed. The clip was placed center/medial, but mr was not reduced; therefore, the clip was placed more lateral. When grasping, the clip became caught on chordae and the clip could not invert and retract above the valve annulus. At that point, the grippers were not able to drop anymore. After several minutes, with troubleshooting the clip was freed but the grippers still did not work and tissue damage had occurred. The cds with clip was withdrawn from the patient anatomy without issue. A second cds (00227u248) was advanced to the mitral valve and grasping was performed without issue and deployed more medial but there was a lot of residual mr lateral. A third cds (00227u296) was advanced and placed reducing mr. The clip was deployed, but shortly after the clip detached from the posterior leaflet and remained attached to the anterior leaflet, single leaflet device attachment (slda). Two additional cds were being prepared to be used but the patient¿s mr got massive and the patient was immediately sent to surgery. During surgery, only the second clip was still in position and stable. The third clip/slda had completely detached and could not be found in the heart. Xray was performed to check the patient¿s entire body and the dislodged clip was found in the right abdomen. After 4 hours of heart surgery the dislodged clip was not found. A CT scan was done to check the exact position of the dislodged clip, and found stuck in the liver vein. No intervention was performed to retrieve the dislodged clip as it remains stuck in the vein. No additional information was provided.